Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported while using the bd eclipse¿ needle the needle hub came unattached from the syringe. The following was received from the initial reporter: problem information nurse was giving an injection when the needle hub came unattached from the syringe. Nurse claims she had tightened the hub to the syringe. There was no harm that occurred. I have had no other concerns re. A needle coming apart from the syringe.

Event description:
It was reported while using the bd eclipse needle. The needle hub came unattached from the syringe. The following was received from the initial reporter: problem information. Nurse was giving an injection when the needle hub came unattached from the syringe. Nurse claims she had tightened the hub to the syringe. There was no harm that occurred. I have had no other concerns re. A needle coming apart from the syringe.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.